Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a cold and fever; however, the cause remains unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory medication for the event. The patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.